Event description:
The field engineer reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and the customer decided against repairing the system because the affected mode was not used at that facility.